Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager examined the system and found no problem. A system verification was completed successfully. Log file analysis for the date of this pt's surgery indicated the laser was working optimally and within specifications. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection were reviewed. The pt presented with a non contributory medical or ocular history. The preoperative uncorrected visual acuity (ucva) was 20/cf, the manifest refraction (mr) was -4.50-0.75x098, the best corrected visual acuity (bcva) was 20/20 on (B) (6) 2008 underwent conventional myopia with astigmatism lasik. During the 2 month postoperative period, the pt demonstrated variable ucvas and mrs and a stable bcva of 20/20. At the 2 month visit, the ucva was recorded as 20/60 and the mr and bcva were +2.50-0.75x025, 20/20. The term overcorrection, refers to an event in which the refractive outcome as measured by manifest refraction spherical equivalent (mrse), is greater in magnitude than the intended mrse. The overcorrection can occur due to product related factors or more commonly, non-product related factors. The severity of the overcorrection is determined by the magnitude as reported in the investigation. In this case, the severity was determined to be serious. Postoperative records were limited to 2 months, providing a possible inaccurate measurement of the residual refractive error due to an unstable postoperative refractive stated, as the usual period of healing and vision stabilization after refractive surgery may be 1 to 3 months. In addition, literature indicates that refractions may regress over the first 3 months after lasik, so early overcorrection may approximate the desired correction at the 3 month examination. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the reported overcorrection. However, the non-product related factors mentioned above may have been contributors. (B) (4)

Event description:
Adverse event: overcorrection, diplopia, shadowing. A laser technician reports a patent with an overcorrection following refractive surgery on the left eye. Speaking on behalf of the surgeon, the laser technician reported the surgeon did not feel the pt was harmed or injured. Medical records were provided and indicate at the 1 month visit, the pt noted double vison and shadowing, but was happy with the outcome. At the two month post-op exam, the pt was overcorrected, there was no decrease in bcva and ucva had improved from 20/cf to 20/60-2.